Manufacturer narrative:
(B)(4).

Event description:
The customer reported the battery is not charging and the device had repeated operational check failures for shock equip malfunction inop. There was no reported pt involvement.